Event description:
Incident reported as: during a cholecystectomy, the tip of the catheter broke off and lodged in the bile duct. The tip was easily found and recovered. No patient injury or consequences reported.

Manufacturer narrative:
Device has been received, but investigation is not complete at time of this report. Investigation is ongoing and a follow-up report will be sent when completed.